Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error."

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures were detected. The data log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware error was not confirmed. A root cause could not be determined.